Event description:
It was reported that the cobra grasper instrument cable broke at the distal end during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. There were indentations at the edge of the distal pulley and visible scratches on the surface. Failure analysis also observed the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.